Event description:
Clinical study. 1 day after a drug eluting stenting treatment procedure the pt experienced a myocardial infarction (mi), and 3 days after the procedure the pt had a reintervention. The target lesion being treated in the index procedure was a 2.5mm, 99% stenosed, bifurcated proximal left anterior descending (proc lad) artery. The physician treated the lesion with predilation and t stenting. A dissection occurred. This was repaired with an unk stent. The next day the pt suffered a non q-wave myocardial infarction (mi) was evidenced by the elevated cardiac enzymes. In the opinion of the physician the relationship of the mi to the taxus stent is "unk", and the relationship to the target vessel is "unk". 2 days after the mi the pt was brought back to the cath lab for continued chest pain. Angioplasty was performed and pt was found to have an edge dissection in the prox lad. A taxus stent was used to repair the dissection. In the opinion of the physician the relationship of the dissection to the taxus stent is "probable", with no restenosis. 5 days after initial procedure the pt was discharged on plavix and aspirin.

Event description:
It was further reported that target lesion 1 (22 mm long) was identified in the proximal lad with 99% stenosis and a 2.5mm reference vessel diameter, target lesion 1 was treated with angioplasty. A wire was subsequently placed in the diagonal branch. The rpoximal diagonal was then angioplastied. Target lesion 1 was then treated with placement of 2.5 x 24 mm taxus stent, followed by pot-dilatation. Final stenosis was 10%. A wire was again placed in the diagonal branch in a kissing balloon technique to expand both the lad and the side-branch. Expansion of the balloon in the diagonal branch resulted in dissection. The dissection was then angioplastied. However, the dissection persisted., and therefore, a bare-metal stent was deployed in the proximal diag. The final outcome of the proximal 1st diag intervention was defined as "unsuccessful due to the presence of a significantly decreased distal flow....the vessel was not salvageable." While still in the ospital, the pt continued to experience anginal type chest pain. Cardiac enzymes met the protocal definiton of mi and site reported a non-q wave mi. Pt was refferred for repeat cardiac catheterization. In the opinion of the pnysician the relationship of the mi to the taxus stent is probable and the relationship to the target vessel is probable. Cardiac catheterization revealed, left main stable mild diffuse disease. Lad proximal stent patent, diagonal stent patent, evidence of a mid lad dissection, left cx mild diffuse disease proxinally, rca was not injected, recent angiogram had shown non-obstructive cad. The original lad was dilated. Treatment to the mid lad dissection consisted of pre-dilatation, placement of a 2.5 x 20mm taxus stent, and post-dialtation. Treatment to the distal aspect of the lad dissection consisted of placement of a taxus bare metal stent, overlapping the previously placed mid lad stent. No dissection plain was evident after stenting. Post-procedure, pt had one episode of chest pain but troponin levels trended down and ECG remained unchanged. The pt was discharged on asa and plavix. In the opinion of the physician the relationship of the reintervention to the taxus stent is probable.